Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified bolus delivery issue occurred. The customer declined troubleshooting with tandem technical support, and declined to provide additional information other than the issue was resolved at the time of the report.